Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer removed and reinstalled the cartridge. The alarm was cleared and insulin delivery was resumed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.